Event description:
An unknown port device was placed for therapeutic purposed in 2004. Upon attempting chemotherapy infusion about four months later, it was noticed there was extravasation outside of the port. A contrast study was done which confirmed a leak. The part number and lot number were not known by the hospital. The port was replaced.